Event description:
It was reported that the patient suffered a fall injury sometime post-op causing the plate to "separate". The failure reportedly occurred at the plate at the weakest place of the construct but, according to the surgeon, "there is good fixation with the screws". A revision surgery was performed to replace the plate with a new 60mm cervical plate. The patient status was reportedly good post-revision. No further information was reported.

Manufacturer narrative:
(B)(4). Radiology film interpretation: "lateral x-ray of cervical spine after c4-c5-c6 acdf/corpectomy at c5. [Medtronic] plate has disassociated at c5/6 disc level." Root cause is inconclusive.

Manufacturer narrative:
Additional information: product analysis: macroscopic inspection confirms plate disassembly at ratchet spring interface; the ratchet spring is missing and is not available for analysis. Multiple witness marks on anterior face of implants noted, consistent with implant/explantation. Optical inspection of both ratchet spring retention pockets reveal witness marks provide evidence of initial proper assembly of implant. Additional ratchet spring witness marks on outside edge of pocket, suggesting the escape point of the ratchet spring. Examination of ratchet spring catch features identifies witness marks and plastic deformation at the ¿fully open¿ position catch feature, consistent with tensile overload. Dimensional inspection confirms relevant pocket ratchet spring pocket dimensions are within print specification. Comparison of returned sample witness marks to tr09-269 tensile force test sample suggests tensile overload as the mechanism of failure. The above observations are consistent with failure due to tensile overload as the mechanism of failure, resulting in the foregoing event.